Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is noted on both returned set screws and mas, consistent with set screw misuse due to misalignment of the mas head and set screw threads during construct assembly. The above observations are consistent with misuse due to misalignment of the mas head and set screws, resulting in the foregoing event.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent surgery due to fracture on (B)(6) 2015. During the surgery, there was one set screw found slipped and could not be used anymore. The surgeon had to change another products to complete the surgery. The patient's current status was normal.